Manufacturer narrative:
Product analysis:upon receipt at medtronic¿s quality laboratory, visual inspection revealed that the device was slightly distorted (oval shaped). All leaflets were in the closed position with a slight gap between the right and left free margins. The right-left commissure was dehisced which may have led to the regurgitation and the left cusp was prolapsed which likely led to incomplete coaptation causing the high gradients. The right cusp was also prolapsed. The right non-coronary and left non-coronary commissures were intact with no dehiscence noted. Pannus was observed on the base stitching adjacent to the non-coronary(nc) cusp and on the outflow rail adjacent to the right and left cusps, extending to outflow margin of attachments, thinly encapsulating the right non-coronary stent post. A thin layer of pannus was observed on the margin of attachment of the non-coronary (nc) cusp. An unknown amount of pannus appeared to have been removed during explant. Radiologic evaluation revealed no calcification on the leaflets. Conclusion: if too much pannus (pannus overgrowth) covered the commissure / stent post, it is possible it could create additional st ress during valve closure by limiting the deflection of the stent posts. In this case, the pannus overgrowth may be a contributing factor to the commissure dehiscence. Based on the product return analysis, distortion of the annular ring (oval shape) may have altered the stress placed on the commissures and leaflets. This alteration of the stress may have played a role in dehiscence of a commissure. While it occurs at very low rates, commissure dehiscence is a known risk for valve failure and is more often seen in the mitral position due to the higher closing forces on the mitral. Sometimes patient factors such as hypertension can increase this risk. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis is currently in progress. A supplemental report will be submitted upon completion of the evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately eight years post implant of this mitral bioprosthetic valve, the patient presented with shortness of breath, a slight fever and breathing difficulty. Approximately one month later, mild central regurgitation was identified with a mean pressure gradient of 12mmhg (peak 29mmhg). Palpitations were documented nine days following this outpatient visit. Three months following the previous visit, moderate regurgitation was noted. Ultimately, eight years and five months post implant of the valve, it was explanted and replaced with a non-medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.